Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: level a investigation; complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9042880. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9042880. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the syringe 0.5ml 31ga 8mm 10 bag has been found experiencing nine occurrences of the hub separating from the device during use. The following has been provided by the initial reporter: it was reported that the hubs separated and stayed in the shield. Verbatim: from phone call on 2019-10-21 16:32:54: update- consumer called back with pharmacy information for replacements to be sent too. The total amount found in this box is 5 from one bag and 4 from a 2nd bag all with needle hubs stayed within the needle shields. Spouse of consumer reported 5 needle hubs separated and stayed in the shield, inside of the sealed bag. Samples were discarded. Lot # 9042880, product # 328509, no exp date, occurrence (B)(6) 2019.